Manufacturer narrative:
The device was checked. The preventive maintenance kit (including nozzle units) was found defective and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. There was no on-site visit by our technician, as device was repaired by the third part service. Unfortunately device's logs and defective part were not available for further analysis. Information about date of last pm kit/nozzle units replacement is unknown, hence the root cause of the malfunction of the nozzle unit could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).